Manufacturer narrative:
Reference medwatch 2032227-2014-49018 for additional information.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer experienced a no delivery alarm. The customer's blood glucose level was not reported. Troubleshooting found that the alarm was caused by either an infusion set or a reservoir occlusion. The product was not returned. Nothing further to report.